Manufacturer narrative:
Results: the pet locks were intact on the proximal end of the pusher assembly for all three penumbra smart coils (smart coils). The embolization coils were intact with their pusher assemblies for all three smart coil. The embolization coil windings were offset for all three smart coils. The first evaluated smart coil took shape inside the hub of the demonstration microcatheter. The second evaluated smart coil was able to be advanced out of the distal tip of the demonstration microcatheter. The third smart coil introducer sheath was removed by the penumbra investigator to get an image of the offset coil windings damage. Conclusions: evaluation of the three returned smart coils revealed offset coil windings. This type of damage typically occurs due to improper handing during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, the embolization coil may begin to take shape inside the hub of the microcatheter. If the smart coil is further advanced after the coil has taken shape inside the hub, resistance may be experienced and damage such as offset coil windings may occur. During functional analysis, all three smart coils were attempted to be advanced through a demonstration microcatheter. While advancing the first smart coil through the hub of the demonstration microcatheter, resistance was encountered as the coil took shape inside the hub of the microcatheter, and the smart coil could not be advanced any further. The second smart coil was then attempted to be advanced through the demonstration microcatheter. While advancing the smart coil through the demonstration microcatheter, resistance was encountered. However, the smart coil was able to be advanced out of the distal tip of the microcatheter. The third smart coil was then attempted to be advanced through the demonstration microcatheter. While attempting to advance the smart coil out of its introducer sheath, resistance was encountered and the smart coil could not be advanced out of its sheath and through the demonstration microcatheter. This introducer sheath was removed by the penumbra investigator to get an image of the offset coil windings damage. The offset coil windings likely contributed to this resistance and prevented the coil from being advanced out of its sheath. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01849, 3005168196-2017-01850.

Event description:
The patient was undergoing a coil embolization procedure in the collateral artery using penumbra smart coils (smart coils). During the procedure, the physician placed three smart coils in the target vessel using a non-penumbra microcatheter. After introducing the introducer sheath of the fourth smart coil through the hub of the microcatheter, the physician was unable to advance the coil out of its introducer sheath. Therefore, the introducer sheath containing the smart coil was removed. The physician then placed three new smart coils in the target using the same microcatheter. After introducing the introducer sheath of the eighth smart coil through the hub of the microcatheter, the physician attempted to advance the smart coil; however, resistance was encountered and the smart coil became stuck inside the hub of the microcatheter. Therefore, the smart coil was removed and a ninth smart coil was placed into the target vessel using the same microcatheter. After introducing the introducer sheath of the tenth smart coil through the hub of the microcatheter, the physician was unable to advance the coil into the microcatheter. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using another smart coil and the same microcatheter without further issues. There was no report of an adverse effect the patient.